Event description:
It was reported that the endoscope reprocessor tested positive for acid-fast bacteria. The issue was found during a routine culture of the reprocessor. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. Based on the results of the related complaint investigation, there were no obvious deviations from the instruction for use (IFU) regarding reprocessing procedures. Since no devices were returned, olympus was unable to determine a relationship between the devices and the positive culture results. Therefore, a root cause could not be determined. The customer provided the following result of the culture test: sampling date: unknown. Microorganism name: mycobacteria. Bacterial count: unknown. Specimen collection location: leak detection water. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.